Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump has a priming and rewinding issue. The patient's blood glucose at the time of incident was 125 mg/dl. The customer's wife stated that the customer was changing the reservoir and when they were filling the tubing the insulin came out forcefully and did not stop dripping. Troubleshooting was initiated for the prime rewind, and the customer stated that insulin continues to drip after the motor stops during the manual prime process. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.